Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating of the actual device used in this incident, it was determined that the station main drawer had failed. The field service engineer had replaced latch sensor and wrapped the cuts in the cable to resolve the issue. The system functioned as intended after the field service engineer had troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es main drawer had failed. The crna's stated that the first drawer continued to fail. Users were not prevented from accessing required meds. They claimed that it did not "pop" open to begin with and that it was inconvenient to recover the drawer and continue when working a case. There were no adverse events or injuries reported based on this incident.